Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The reported complaint was not confirmed. A 3x test to verify customer data inputs and infusion run checked without unintended rate/volume changes: piggyback start of 200ml/hr and 100ml followed by hold at a vtbd of 68.1ml. Vtbd was set to 0ml with start resulting in alarm "set piggyback volume." Pump was placed on hold followed by primary start of 8ml/hr and 66.3ml. Pump was placed on hold at a vtbd of 48.7ml. A 3x volumetrics of 200ml/hr and 31.9ml (piggyback) with 8ml/hr and 17.6ml (primary) tested in spec at 98% of expected volume. Performed check of main board for cold solders with none found. Log review shows on (B)(6) 2017 and 20:32pm a piggyback start of 200ml/hr and 100ml. At 20:42pm with a piggyback volume infused to 31.9ml pump was placed on hold. Alarm set piggyback volume occurred with vtbd set to 0. Pump was placed on hold followed by a primary start of 8ml/hr and 66.3ml. At 20:55pm pump was placed on hold with a primary volume infused to 17.6ml. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by user facility: lasix 1000mg/100ml with initial dose 80mg/hr - rate of 8ml/hr. Primary registered nurse (rn) noticed bag only had 3ml left in the bag but on the IV pump volume left to be infused was 48.3ml. Pump switched to piggyback mode while patient was receiving primary infusion of lasix. No patient injury.

Manufacturer narrative:
(B)(4). Failure analysis and investigation results did not confirm the reported issue. Upon receipt the actual pump involved was visually and functionally inspected. Three (3) volumetrics of 200ml/hr and 31.9ml (piggyback) and 8ml/hr and 17.6ml (primary) tested in spec. Review of the discrepancy management system database performed for the reported serial number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. The pump operated as intended and the reported failure could not be reproduced. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted. There is not a correction/removal action for this product.